Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter, resulting in a zero volt discharge. Share data logs were reviewed with no findings over a low transmitter battery alert. However, a transmitter failure was found and confirmed on 02/27/2017. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable.